Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1600274 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the handle stops during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. The trigger was engaged several more times with no clips firing. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were found. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Although no clips were returned, the broken ratchet ears could lead to loading issues. The reported complaint of "handle stops" was not confirmed based upon the sample received. One device was returned. The device was returned with 0 clips remaining. Upon functional inspection, it was found that the internal ratchet ears were broken. However, the handle was able to complete its cycle and never got stuck. The damage to the ratchet ears could affect the end user's ability to properly load and apply clips and could cause the handle to get stuck. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since the handle was able to complete its cycle and never got stuck, the broken internal ratchet ears and the bent tube could cause issues with the loading of the clips and could cause the handle to get stuck. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that the handle stops during use. There was no patient injury.